Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31840949l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and experienced a cardiac tamponade which required pericardiocentesis. Mapping in the left, swapped the qdot micro catheter for the qdot catheter. Pericardial effusion when trying to get the qdot in. Hadn't ablated yet and couldn't continue once there was an effusion. The procedure was not successfully completed. Pericardial effusion was drained. Patient condition has improved. There were two transseptal punctures, and the sheath and catheters were exchanged 2-3 times.